Event description:
During PICC placement while threading catheter into introducer, flushing line at the same time rn heard a "pop" sound. The yellow wire stabilizer had broken off the lumen extension that is used during insertion.